Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015 and the surgeon observed low vault on (B)(6) 2015. The lens was exchanged for a longer length lens and this resolved the problem. Patient's last ucva was 20/20.